Event description:
Rsp glenoid head inserter held 36 standard head for implant on to the glenoid rsp baseplate. Inserter's threads broke off in the rsp head. During a more detailed investigation into an rsp glenoid head inserter/impactor broken threads issue, it was found that several of the initial incidents of broken threads had not been reported to FDA. In order to capture the full number of similar events, this MDR is now being submitted.

Manufacturer narrative:
The rsp head inserter/impactor was returned and examined with a 5x magnifier and measured with a caliper. The distal 10-32 unf-2a threaded tip, which was 0.14 inches in length and .1875 inches in outer diameter was broken off. The broken tip was not returned. Except for the distal tip, the inserter/impactor was in excellent condition. The shaft diameter just proximal to the break point was 0.203 inches, within specification. The material of this product is 17-4 ph ss. A hardness test was performed at two locations on a sample of this lot, and the readings were an rc of 41.4 and 47.5. These values both passed the acceptance criteria of a minimum rc of 40. There was an absence of fatigue fracture stops at the broken tip. That, together with the less than one year of product use, show evidence of a single high load causing failure rather than fatigue failure from frequent use. Also, the broken surface was angled with respect to the shaft, and the fracture plane was not along the minor diameter plane of the thread, which indicates a shaft bending load as a factor in the failure. The device history record for the device was examined. There were no nmrs for the rsp head inserter/impactor. The inserter/impactor lot 35075l01 was released at the end of (B)(6) of 2007, so it was in use for no more than eleven months before breakage. Product complaint report (pcr) history was reviewed and there were four other pcrs for the same distal tip breakage on the rsp head inserter/impactor. All of these complaints were from the same lot as this pcr, but only one lot of product was ever released.